Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('spiral shaped metallic medical therapeutic foreign body embedded in myometrium at possible fallopian tube uterus intersection') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines headaches"), weight fluctuation ("weight gain / loss") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and ablation of pelvic endometriosis). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, endometriosis, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, weight fluctuation and alopecia outcome was unknown. The reporter considered alopecia, embedded device, endometriosis, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Concerning the injuries reported in this case, the following one/ones were described in mr:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Lab data added. Events ; abnormal bleeding (vaginal, menorrhagia),migraines / headaches, pain, weight gain / loss, hair loss, other injury(ies) or complication please describe: endometriosis and embedded device were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.